Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. Fsr found the cause to be due to a defective main board. The main board was replaced, and the device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported transducer fault no flow from turbine on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.